Manufacturer narrative:
As there is no return of product, boston scientific cannot confirm nor deny this reported clinical allegation. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that prior to a device replacement procedure, atrial lead noise was displayed. Sensing, impedance and threshold measurements were within normal limits. After the device pocket was opened, the atrial port sealing ring came off. It was thought the atrial noise was due to the damaged sealing ring. Further investigation of this lead could not be performed, as the lead was pulled before the distal set screw was opened. Reportedly, there was no force used, however the lead severed apart and the lead could not be further investigated. The lead was surgically abandoned. No adverse patient effects were reported.